Event description:
The facility's biomedical engineering department reported an incident of an overinfusion. A 1000ml bag of normal saline and a 250ml piggyback of potassium chloride, "50meq of potassium in 250ml", were reported to be set on the pump. The rate of normal saline infusion was 80ml/hr. The rate of potassium chloride infusion was 50ml/hr. The nurse started the infusion of potassium and approximately 15 to 20 minutes later, the 250ml bag of potassium was found to be empty. The pt "platelets and electrolytes" levels were checked and they were found to be "stable". According to biomed, no pt injury or need for medical intervention had been reported. Despite baxter's efforts to obtain additional information from the reporting facility's risk management department, details were not available regarding pt's diagnosis, demographics and status, or set up of the infusion device.